Event description:
It was reported the intraocular lens was implanted upside down in the patient's eye. The incision was enlarged to remove the lens and sutures placed. No patient complications.

Manufacturer narrative:
Visual inspection of the lens shows an optic cut in half and one distorted haptic. The information received suggests this event was caused by the end user and is not manufacturing related. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.